Manufacturer narrative:
Device manufacturing date is unavailable. A medtronic representative went to site to test the equipment. Representative reported that a new gantry controller was installed to resolve the issue. A system checkout was performed and the hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The suspect gantry motion controller has been received by the manufacturer for evaluation however results are not available yet.

Event description:
A site representative reported that during spinal fusion procedure, the imaging system would not open after performing an imaging spin. The pendant displayed a message about homing and holding the button for 60 seconds did not resolve the issue. The gantry was opened manually and site was able to open the imaging system the rest of the way with door open override. The procedure was competed with the use of imaging. There was a delay of less than 1 hour no impact on patient outcome.

Manufacturer narrative:
The gantry motion controller was returned to the manufacturer for analysis. Analysis found that the part passed all tests and is functioning normally.

Manufacturer narrative:
Additional information: device manufacture date provided. Correction: unique device identification (UDI) updated to proper value.